Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: non-healthcare professional. Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, tilt, anxiety, fear, depression, pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, fear, depression, pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown. The alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2014. Approximately 6 years and 4 months later a computed tomography scan revealed the ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 15mm. One (1) anterior strut perforates the ivc wall 13mm and contacts the bowel. One (1) medial strut perforates the ivc wall 9mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 15mm and contacts the l3-4 disc. One (1) lateral strut perforates the ivc wall 9mm and resides within the soft tissues. The patient experience anxiety, fear, depression, and pain as a result of the injuries caused by the filter. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to recurrent deep vein thrombosis (dvt) and contradictions to anticoagulant. Patient is alleging tilt, organ and vena cava perforation. Patient alleges "I have constant headaches and back pain. I have anxiety about what may happen due to this filter as a physician advised it would be very risky to remove due to the amount of time I¿ve had the filter and my repeat brain surgery. I am worried as the filter contacts my organs." Depression, anxiety per computed tomography report, "the hook of the cook celect retrievable ivc filter is at the l1-2 interspace. The ivc filter is tilted posteriorly and the hook contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 15mm. One (1) anterior strut perforates the ivc wall 13mm and contacts the bowel. One (1) medial strut perforates the ivc wall 9mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 15mm and contacts the l3-4 disc. One (1) lateral strut perforates the ivc wall 9mm and resides within the soft tissues."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ perforation, headaches, worry. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported worry, headaches is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.